Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was that they had been getting a lot of pain in their leg and they were not sure if the device was stimulating or not. Patient said that usually when they lay down and do a certain movement, they would shock themselves, but they hadn't been feeling that shock. Agent asked the patient when the pain first began, and the patient said that it started like a week ago. Patient also said that they were getting cramps in their upper muscle and it hurt. Agent understood that the patient was referring to the pain they were experiencing in their leg. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the nas phone number for their doctor's office. Patient stated they are meeting with hcp on the 18th and asked if a rep can attend. Agent continued to review nas procedures and role of rep.